Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited high out of range pace impedance measurements on the left ventricular (lv) lead. Reprogramming was performed. No adverse patient effects were reported. At this time, this device system remains in service.